Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the freestyle libre sensor. A customer reported receiving a sensor scan of ¿lo¿ (readings less than 40 mg/dl) message when compared to a reading of 301 mg/dl obtained from an unspecified device. The customer further reported becoming hyperglycemic and experienced seizures (convulsions), vomiting, and dizziness. However, the customer was capable of self-treating with 6 units of fast-acting insulin and no third-party intervention was required. There was no report of death or permanent impairment associated with this event.